Event description:
The customer originally reported that the device jaws could not be re-opened during a urological procedure. The device was not applied to tissue when this occurred. There was not pt injury. The surgeon opened another instrument and successfully completed the procedure. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.